Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
According to the reporter, as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: (B)(4) unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, intermittent catheterization, not able to urinate well, adherent suburethral sling with mesh, over elevated bladder neck, remnants of two previous mesh placements, mesh in two locations, voiding dysfunction, additional surgical and nonsurgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, erosion, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, intermittent catheterization, not able to urinate well, incomplete emptying of the bladder (retention), mesh pain, urinary retention, recurrent urinary tract infection (uti), adherent suburethral sling with mesh, over elevated bladder neck, remnants of two previous mesh placements, significant scarring (scarring), mesh in two locations, stage 1 anterior vaginal prolapse (prolapse), stage 2 posterior vaginal prolapse with apical detachment of the rectovaginal septum, voiding dysfunction, sense of urgency, blood loss, required additional surgical and nonsurgical interventions.